Event description:
It was reported that the subject device had error code b30(scope communication error). The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Additional info: d9, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation the probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.